Event description:
It was reported that after the site turned their unit on, the screen went blank and the unit lost power. The biomed checked the connections, fuses and ohmed out on the unit and noticed that the power supply was not getting any reading on the right side. There was no pt consequence reported. Case was completed using their add'l unit.